Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 02-feb-2022, a device history record (DHR) review for model eg29-i10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 30jun2016 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax endoscope model eg29-i10. In the event reported, the user stated that the device have no image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg29-i10. In the event reported, the user stated that the device have no image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On (B)(6) 2022, a device history record (DHR) review for model eg29-i10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 30jun2016 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: no video connection - error message therefore, we checked the returned unit and confirmed that the ccd driver pcb incorrect. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd driver pcb. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.